Event description:
During a treatment procedure to remove a clot in an existing left arm dialysis graft, removal difficulties were encountered. The physician had used a trerotola thrombectomy catheter to lyse the clot. At the venous anastamosis, the trerotola catheter perforated tha vein resulting in extravasation. In an attempt to control the bleeding, a balloon was inflated in the region for 20 minutes. This maneuever was unsuccessful, therefore a 6 mm covered wall stent was placed. The bleeding continued despite these efforts, so the physician elected to place a wallgraft across the lesion. Cessation of extravasation was demonstrated on follow-up angiogram. The plug was removed from the arterial anastamosis and flow resumed into the graft. Upon completion of the procedure, the delivery device for the wallgraft could not be removed. Surgical consult was obtained and the pt was taken to surgery for removal of the delivery device and wallgraft. Pt was admitted to the ICU overnight and discharged the following day without further complications. Pt status is reported as 'ok' following the procedure.